Event description:
The entraflo 1000ml feeding pump set was in use and suddenly started to alarm. The nurse went in and found that the tubing had come apart where the spin dial turns causing free flowing of tube feeding in the floor. Entraflo feeding pump set. Medline lot 96923050003.